Manufacturer narrative:
P-cap locked in place properly during testing. Unit was successfully downloaded using thump software. The adapt tool was utilized to search for alarms that may have occurred in the past or around the time of the customer¿s call. The adapt tool revealed that pump error 37 alarms were found on 01/09/2026 22:15:10.000 through 01/10/2026 09:28:33.000, with several alarms noted. Line=624 file=121. Per software engineering log investigation, pump error 37 was due to motor motion alarm. Unable to perform displacement test, prime/seating test, basic occlusion test, force sensor test and occlusion test due to constant pump error 41 during rewind. Unit failed rewind test. Proceeded by cutting unit open and performing a visual inspection of all connectors and electronic assemblies. No moisture damage was found on electronic assembly. Isolate to motor assembly. Electronic assembly was pulled for further testing. Unit was received with the following cosmetic damages: label damage (faded), cracked case (battery tube), battery tube threads - cracked, cracked case, cracked keypad overlay, stained keypad overlay, scratched case, and pillowing keypad overlay. In conclusion, customer allegations were confirmed when pump error 37 alarms were noted during download history review. Additionally, pump error 41 was displayed during failed rewind test. Overall, isolate to motor assembly. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer received a pump error 37 (drive count/time values or changes incorrect for moving or coasting. Too slow or too fast) alarm. The customer reported no adverse event. The event involved product(s) mmt-1884l. Troubleshooting was performed for pump error alarm. Customer was able to clear the error but was unable to complete the rewind process. No harm requiring medical intervention was reported. Mmt-1884l was requested, and customer response was the device will be returned for analysis. The customer will discontinue the use of the device and revert to the backup plan as per health care professional instructions.